Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach was delivered in a sealed box, and when the trach was opened and inserted, it was found that the ballon had been cut off the trach. The trach was removed, and backup was inserted. This happened at the patient's house while in use with patient. There was patient involvement, and the event affected patient care. However, there was no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. There were no non-conforming reports (ncmrs) initiated for the lot or anomalies identified in the device history review (DHR).